Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia while being loaded, the device was difficult to load. It was stated that the needle would fall out. Another unit was used to complete the case. There was no patient injury.